Event description:
The hot water bottle broke causing a second degree burn 12 to 14 inches in length on the left side of the body (hip area). The user was treated with analgesics, silvadene cream, and dry dressings, with good response.